Event description:
On (B)(6) 2023, a patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during recanalization procedure, the health care provider (hcp) detected aspirated materials were dripping out of the catheter housing. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter and aspirex were receive for evaluation and physically investigated. During physical investigation the test guidewire passed without any resistance. The flushing with water was required to obtain rotation of the catheter with the drive system. The nominal aspiration level was achieved after long time of running in water. No further damage on the catheter was noted. The user reported leakage cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.